Manufacturer narrative:
A visual inspection of the device confirmed the stated failure mode. The post fractured off of the device and was returned. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The lab analysis of the device concluded that this fracture could have been caused from repeated posterior impingement of the femoral cam on the post combined with excessive loads. The excessive loading on the post may have led to the eventual insert fracture; however, the resultant evidence from this investigation was insufficient to definitively isolate this as the root cause for the fractured tibial insert post. On the basis of this investigation, no material or manufacturing deviations were found. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary. Mimb review: assess severity of complaint case to determine if additional action and further inputs are required for inclusion in medical assessment. Determine if a medical assessment would be performed based on a review of the complaint detail and further recommendations from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by (B)(6), medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.) This case reports that a revision surgery was performed due to a broken post on the tibial insert. The date of implantation is unknown. It has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. The product was returned for analysis and the results revealed no material or manufacturing deviations. Should additional information be provided, the clinical/medical investigation task will be reopened.

Event description:
A revision surgery was performed due to left tibial insert post broke. Revision surgery was done on (B)(6) 2019 replacing insert with journ art ins bcs std 7-8 lt9.